Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not power on for approximately 6 minutes into a call. In this state the device would be inoperable and defibrillation therapy may not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the device and verified but did not duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device did not power on for approximately 6 minutes into a call. In this state the device would be inoperable and defibrillation therapy may not be available if needed. This issue is patient related; however there was no adverse event reported.